Manufacturer narrative:
In an effort to gather additional information, sunrise medical's csr called and left a message for dealer (B)(6) to verify how the user is falling out of the chair, to confirm the alleged injury and to arrange to have the wheelchair serviced. The dealer returned the csr's message on (B)(6) 2018 stating that the end user contacted spinlife on (B)(6) 2018. (B)(6) continued to say that spinlife is unable to service the chair as they are an online dealer and then provided the end user's phone number. Sunrise medical's csr then attempted to contact the end user by the name of (B)(6), however, the phone kept ringing and then the call was disconnected. On (B)(6) 2019 regulatory attempted to contact (B)(6) and the call went to voicemail. A message was left offering assistance with finding a dealer near her area that can assist with the chair repairs and requested a call back. There has not been a call back yet. On (B)(6) 2019, sunrise medical's (B)(6) attempted to contact (B)(6), using the phone number that was provided by the dealer. No one answered and the call but shortly after, a person by the name of (B)(6) called back. She confirmed that she did have a sister by the name of (B)(6) but that she does not use a wheelchair. (B)(6) also stated that she is not aware of any adverse event involving an injury caused to her sister. Sunrise medical's csr again contacted spinlife and spoke with (B)(6). He stated that they have no record of the subject wheelchair ever being serviced and that the last thing documented is when the sunrise csr called earlier for more information and the end user's contact information. After many attempts to reach out to the dealer and failed attempts to reach the end user, sunrise medical is not able to confirm the validity of the complaint. Although the injury that was allegedly sustained did not require medical intervention and the alleged wheel lock failure cannot be confirmed, out of an abundance of caution, sunrise medical has decided to file an MDR. Sunrise medical sales rep, (B)(6) is continuing the effort to reach out to the dealer to locate the end user and arrange for repairs to the wheelchair. Spinlife, in spite of being an online dealer, according to the business agreement established with sunrise medical, is still responsible for servicing sunrise medical's wheelchairs. Upon receiving any relevant information from the ongoing investigation, a supplemental report will be filed.

Event description:
Dealer (B)(6) filed a complaint via email, stating the end user had allegedly fallen 6 times in the last 4 weeks. (B)(6) states per the end user, (B)(6), the wheel locks are not activating properly/working properly on the chair. She has had emt's come to the house every time to pick her up. On one of the occasions, about 2 weeks ago, she was taken to the hospital as she allegedly fractured her tailbone. She stated she does not have all the actual dates or paper work from the hospital as they told her that there was nothing she could do but rest to heal the fracture. End user alleges this is occurring at different places in the home, when she is transferring to her toilet or to her bed.